Manufacturer narrative:
The customer replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is down and alarming 35-volt failure. It has been confirmed that the power board is bad. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requests pm pcba replacement. The rse dispatched a field service engineer (fse) for onsite repair. The investigation is ongoing.